Manufacturer narrative:
H3: product analysis found display error message "main board test failed" after power on. Main board failure. H6: codes applicable are fdm b01, fdr c0208, fdc d02 and additional code img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h4: device manufactured date: 2014-10-02 h3: product analysis found visual check passed. Functional test passed. No fault found. H6: codes applicable are fdm b01, fdr c19, fdc d20 and additional code img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the recurrent laryngeal nerve was stimulated with a probe, but the console and interface did not respond, and there were no values or waveforms, the device has no stimulation response. Issue was not resolved with troubleshooting, so the procedure was completed with spare products. There was no patient impact.